Event description:
Pt underwent laparoscopy with enterolysis of adhesions. The surgeon was performing lysis of adhesions using the ace23e. He had used the device approx 10 minutes, when the insert/pad was noted to be separating from the device. Device removed.